Event description:
Complainant alleged that the medics were defibrillating a patient (age and gender unknown), but upon the administration of the first shock, the pad burst. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient was in bad shape upon the medics arrival. The complainant indicated that the used electrodes would not be returned to zoll for evaluation, as the pads were inadvertently discarded subsequent to the event. In addition, the complainant was unable to supply the lot number of the used electrodes, as the electrode packaging was also discarded subsequent to the event. Numerous attempts were made to obtain additional patient and event information from the complainant's facility. All attempts were unsuccessful.